Event description:
It was reported the pump was being replaced and moved to a new location due to an infection developing around the pump. The date the infection occurred was not known. The patient outcome was not known. The system was being used to deliver lioresal (baclofen). A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the infection was not related to the pump design or sterilization. On (B)(6) 2014 the patient was admitted to the hospital for an infected baclofen infusion pump. An operation was performed for exploration and debridement of the pump site and removal of the abdominal position baclofen infusion pump and placement of a new left pectoral infusion pump. The infectious disease physician was consulted. The patient has congenital spasticity related to cerebral palsy and had undergone several baclofen pumps. The patient has had a problem with an infection. He underwent a debridement and repositioning of &#50440;e catheter of the pump&#55297;nd did well, was discharged recently and returned with a history of leakage of fluid around his abdominal site where he had been re-revised. Cultures were taken and showed evidence of gram-positive cocci. The patient was admitted to the hospital and placed on intravenous (IV) antibiotics. The patient was seen by infectious disease and then taken to surgery where he underwent a clean washout and deep cultures. The wound healed well. The patient was taken to surgery on the (B)(6) 2014 where the subcutaneous pocket was developed in the left pectoral region to implant a smaller 20 ml pump. The catheter was brought around to the back, which it had not had any drainage and was spliced in. The area was completely cleaned. The 40ml pump was removed from the abdomen and the abdomen was irrigated copiously, drained, and closed. The plan was to maintain two to three months of antibiotic coverage for the abdomen to heal before re-implanting. The patient was discharged on (B)(6) 2014. The patient was to follow up with cardiopulmonary in two weeks. It was further reported on (B)(6) 2014 the patient followed up with the physician. The patient was attempting to self-catheterize when he lost a catheter and unbuckled his belt to get over to pick it up. When he did that he fell forward, landing directly on his pectoral incision where he had a temporary pump. The pump was large and barely fit in; this resulted in a tear and the patient developed a leakage and an infection there. A few days prior the patient started developing fullness in his back and a leakage of fluid. The patient did not have fever or chills. The patient has adequate spasticity relief with the procedure. There were no signs of (B)(6). The chest wound showed complete dehiscence of the wound with a little bit of foamy material holding it together with separation of almost one centimeter in his lumbar area the wound has separated and the catheters were visible. The healthcare provider (hcp) wanted to get three months of antibiotics in before they re-implant the pump into his abdomen. The patient was admitted to the hospital on (B)(6) 2014. The infectious disease specialist was consulted and cultures were to be done. The patient was to be taken to surgery on (B)(6) 2014 to wash out both wounds, administer the right antibiotics and then suppress him for six weeks until they could remove all of his hardware and put in a new device. The procedure performed was incision and drainage. The patient was developing separation at the mid portion of the wound. The area was cleaned with chloraprep and a circumferential infiltration was done with a half percent marcaine with epinephrine. The wound was approximated with staples, cleaned with betadine solution, and sterile dressing applied. The patient tolerated the procedure well. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).